Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed an alarm or error code - remove and reattach cassette. Troubleshooting was performed but the alarm persisted. There was patient involvement, no adverse patient effects were reported by the customer.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed for analysis. The customer reported complaint was confirmed; the device did not recognize the cassette when attached. It was found that the upstream occlusion sensor was non-reactive. The upstream occlusion sensor was replaced.